Event description:
Caller states customer had low blood glucose symptoms with result of 76 mg/dl obtained on the aviva system. Customer self treated with half a grilled cheese sandwich and orange juice. Customer re-tested on the aviva system and result was 69 mg/dl; customer consumed 5 oz orange juice and re-tested 5 mins later with result of 506 mg/dl. Two mins later customer tested 205 mg/dl on the aviva system. Low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.